Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent in that showed the reported defect. 100 retention samples were visually inspected. Visual inspection of retention samples did not identify defects that would contribute to the defect described by the customer. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4314501. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood was seen on the stoppers of the bd vacutainer tube with dipotassium edta. No injury or medical intervention reported.